Event description:
It was reported that a pump's #2 key was performed the "ok" button function when pressed and the #3 key performed the "run/stop" function when pressed. There was no patient incident or adverse event. The event occurred after first clinical use.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation confirmed the keypad output anomalies. The keypad malfunctions found were the #2 key was acting as the ok key and the #3 key was acting as the run/stop key. This was caused by a failed keypad. The remaining keys were functioning as expected. As a result, the keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.